Event description:
A journal article reported a case in which single-piece acrylic intraocular lens (iol) had the presence of glistenings in the bulk of the iol optic. In this case, the patient had no complaints of visual symptoms and was unwilling to lose his ability to read. The lens was not explanted. This file is for the left eye. Additional information is not expected.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the journal article did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information is not expected. Initial reporter: zip code is not indicated at this time. Van der mooren, m. (2015). Explanted multifocal intraocular lenses. Journal of cataract and refractive surgery, 41, 873-877. (B)(4).